Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. The valve was very chord dense including the central a2/p2 location. A ntw 30606a1045 was chosen for implantation. There was difficulty grasping the posterior leaflet. In the final attempt in that location the implanter felt that the clip was interacting with a chord. Most likely due to some large positioning movements that were made by the physician in the a/p direction in the ventricle. The clip was able to be freed and the clip was implanted. While assessing the clip placement it was noted on echocardiographic imaging that there was a secondary chord flailing into the left atrium. It was decided to not risk lengthening the procedure even more and continue with anesthesia as the patient was very sick with a low ejection fraction. The procedure was aborted. The procedure ended with mr reduced to grade 3+. There was no clinically significant delay. The patient is reported to be stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (anatomy), associated with the clip interacting with chordae, was due to procedure circumstances during positioning of the clip in the ventricle. The reported tissue injury (secondary chord flailing into left atrium) appears to be due to the chordal interaction. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.